Event description:
Customer reports via phone that during a urology procedure, the system fluoro failed. Staff brought a portable c-arm fluoro unit in and completed the procedure without further incident. Customer provided no patient or procedural information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated report of no image, but was unable to duplicate issue. Fse found the x-ray and monitors were working correctly, and verified proper operation using system service manuals. Fse completed check of system per service checklist and returned unit to full service.